Manufacturer narrative:
The glidelight device was discarded by the site. There is no allegation of a malfunction of the device. Therefore, no evaluation will be performed.

Event description:
A philips representative reported that during a cardiac lead management case to remove two non-functional pacing leads, an adverse event occurred. The physician prepped the two leads utilizing the spectranetics lead locking device (lld), 1 right atrial (ra) and 1 left ventricular (lv). Then, a spectranetics 12fr glidelight laser sheath 500-301 was used to remove both leads. The patient's anatomy was occluded so in order to ensure they could drop a wire for lead access, they snared the free-tip of the ra and lasered past the occlusion. The physician then placed 2 wires down the lumen of the laser for new lead placement. The patient was stable at this time. The physician then inserted 2 long sheaths for lead placement, one 8fr and one 10fr. Shortly after these were inserted the patient's systolic blood pressure (bp) dropped from 100 to 75. Rescue efforts commenced. Patient stabilized and the lead re-implant continued. New ra and coronary sinus (cs) leads were placed and the pocket closed. The physicians believe the issue was in the innominate area and caused by the sheaths used for lead implant. These sheaths were not philips/spectranetics products. The manufacturer of the sheaths is not known. This MDR is being filed as the spectranetics glidelight laser sheath was in use just prior to the patient's blood pressure declining. There is no allegation that the spectranetics glidelight laser sheath malfunctioned in any way.